Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 600 mg/dl. The customer was treated with bolus. Customer was taken to emergency room by an ambulance. Customer was admitted to hospital on (B)(6) 2016. Customer cause of hospitalization was high blood glucose. Customer stated that she left the hospital the same day. Customer stated the md gave her 8 unit of insulin. Customer was able to perform the high pressure test and test passed. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to follow up health care provider concerning high blood glucose.